Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported stroke could not be conclusively determined through this evaluation. The report of power elevations were confirmed through evaluation of the patient¿s submitted log file. The submitted log file contained data from (B)(6) 2019 to (B)(6) 2019. The pump was set to a fixed speed of 9800 rpm and operated above the low speed limit of 9400 rpm for the duration of the log file. Elevations in pump power ranging from 10.4 w to 12.3 w were recorded on (B)(6) 2019 at 1:13:04 pm, 2:37:44 pm, 2:42:19 pm, and 2:45:04 pm. The power appeared to return to baseline following these events. There were no atypical alarms and the log file appeared to show the system operating as intended. The patient remains ongoing on vad support with no further issues reported at this time. The hmii left ventricular assist system instruction for use lists stroke as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The patient care and management section of the IFU discusses anticoagulation, including recommended inr values. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The approximate age of the device is 3 years and 10 months. No further information was provided. The patient remains ongoing on the device. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015. It was reported that the patient presented to the emergency department with new onset right sided extremity "heaviness" with decrease in fine motor movement to the right hand. At the time the event was reported, a stroke workup was in progress and labs and imaging were pending. Technical services reviewed the log files and noted intermittent power and flow elevations, at times associated with pi events. They also noted that the equipment was functioning as expected. The patient was admitted for IV heparin due to subtherapeutic inr. On (B)(6) 2019 it was reported that embolic stroke was suspected. A CT did not show a hemorrhagic event, but reportedly it was too early to rule out an embolic event. The patient had reportedly been non-adherent with warfarin in the past, which may have led to the subtherapeutic inr.